Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports receiving a pt with a catheter palindrome (B)(4) with lot number 008638 to make a replacement for a leak in the middle of the clear extension tubes. Catheter was removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.